Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient reported that the dexcom receiver displayed a glucose reading of 60 mg/dl on the same day the sensor was applied to the arm. The patient admitted to ignoring the reading and did not perform a confirmatory fingerstick. While lying in bed, the patient began to experience sweating, prompting him to ask his girlfriend for a glucose tablet. However, before it could be administered, the patient lost consciousness. The behavior of the receiver at the time was not described, but the reason for the report was to report an inaccuracy with the dexcom device. The patient¿s girlfriend contacted emergency services, and the patient remained unconscious for approximately 10 minutes until emts arrived. Upon regaining consciousness, the patient was administered IV glucose. Emts advised the patient to eat and remained on-site for about 10 minutes. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was reported to be doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.